Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 2 weeks after the dental implant was placed in ada site 9 in the mouth, the implant had not achieved integration. Clinician reports bleeding, inflammation, mobility and poor bone quality. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 2 weeks after the dental implant was placed in ada site 9 in the mouth, the implant had not achieved integration. Clinician reports bleeding, inflammation, mobility and poor bone quality. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).